Event description:
It was reported the closure top back put post-operatively. Levels originally treated were l3-s1 with sequoia instrumentation. Post-operative x-ray showed a set screw at s1 had back put. Additionally the patient was not fused. The patient was believed to be compliant with all post-op instructions. All sequoia instrumentation was removed and replaced with a competitor system. The patient current condition is reported as good.